Manufacturer narrative:
The production device history record (DHR) for this iabp unit is not required to be reviewed per sop (B)(4) since the device manufacture date is greater than one year from the event date. The fse ordered a new power supply which the customer said they would replace. The fse verified with the customer that they received and replaced the power supply and that the iabp was back into service. The fse completed pm with full calibration. The iabp passed all functional and safety tests per factory specifications and was returned to customer and cleared for clinical use. (B)(6).

Event description:
During a routine preventative maintenance (pm), the getinge field service engineer (fse) noted that, the screw holding electrical connection in removable power supply was missing and appears to be non replaceable. There was no patient involvement and no adverse event was reported.